Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that on the 2nd of jan at about 12:57am, the alarm settings for a patient admitted on the flexi ics was set to high for svt [supraventricular tachycardia]. The patient had a run of nsvt [nonsustained ventricular tachycardia] (7beats) but the ics didn't give any visual or audible alarm. But in the events column in trends/data, there was a medium grade "run" registered for that patient. When they checked the alarm settings, they noticed that the priority for svt had changed to medium without it being changed by any staff. The biomed has collected the logs from the ics and the m540 that was on the flexi (assuming it's the same m540). The infinity central station (ics) was being used with an infinity acute care system (iacs) which includes an infinity medical cockpit paired with an infinity m540 bedside monitor.

Event description:
It was reported that on the 2nd of jan at about 12:57am, the alarm settings for a patient admitted on the flexi ics was set to high for svt [supraventricular tachycardia]. The patient had a run of nsvt [nonsustained ventricular tachycardia] (7beats) but the ics didn't give any visual or audible alarm. But in the events column in trends/data, there was a medium grade "run" registered for that patient. When when they checked the alarm settings, they noticed that the priority for svt had changed to medium without it being changed by any staff. The biomed has collected the logs from the ics and the m540 that was on the flexi (assuming it's the same m540). The infinity central station (ics) was being used with an an infinity acute care system (iacs) which includes an infinity medical cockpit paired with an infinity m540 bedside monitor ((B)(4)).

Manufacturer narrative:
The complainant confirmed that the patient was fine and there was no allegation of m540/ics behavior causing a delay in treatment. Issue 1 (did not alarm for svt) - review from the provided logfile showed that during the time of event, the infinity central station (ics) provided a medium-priority run alarms for the involved bedside. There were no entries indicating and svt alarm was provided during the event, as reported. The ECG strip from the event was reviewed by the algorithm team and it was determined that the criteria for svt was not met for the algorithm, only 4 beats of the 7 identified by the complainant were detected as "v" beats by the algorithm. Therefore, no svt alarm was generated. After 3 "v" beats were detected, a run alarm was generated as designed. This does not represent a device malfunction as the device algorithm functioned as intended and as specified in the IFU. Issue 2 (svt alarm priority changed from high to medium) - review of the iacs event log show the svt alarm setting was changed prior to (to medium) and after the event (to high): (B)(6) 2023 0:54:02 setting net did=33,1,7,0 (svt_alarm_grade) enum=0x4(4) (high). (B)(6) 2023 19:37:33 setting net did=33,1,7,0 (svt_alarm_grade) enum=0x3(3) (medium). There is no indication a device malfunction occurred.